Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent recoil occurred. The target lesion was located in the mildly tortuous and non-calcified right coronary artery. A 3.50 x 16 synergy ii drug-eluting stent was deployed to treat the lesion. However, it was noted that the stent recoiled. The stent was left deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.